Event description:
Information received by medtronic indicated that the insulin pump alarmed stuck button error. Customer stated that they did press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however the customer will continue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Pump was received with a missing reservoir tube o-ring and a missing retainer. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to a missing reservoir tube o-ring and a missing retainer. Pump error 63 alarm during self test. All buttons function properly. No stuck button alarm noted. Pump passed the keypad voltage test. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found corrosion on the j1/pcba 1 connector. Corrosion was found on the pcba 1, pcba2 and force sensor. Corrosion was also found on the battery tube assembly noted. No corrosion or moisture damage found on the motor and vibrator assembly noted. The keypad overlay was removed to perform visual inspection and found a broken trace on u1 keypad assembly. Pump error 63 alarm (variableinfo = 03) was recorded and found in the formatted history file on (B)(6) 2022 08:41:14.000. Pump error 63 alarm (variableinfo = 03) was confirmed due to a broken trace on u1 keypad assembly. There was no stuck button alarm/pump error 61 (stuck key alarm) recorded in the formatted history file for the event date. However, pump error 61 (stuck key alarm) was recorded and found in the formatted history file on: (B)(6) 2022 03:17:52.000 and (B)(6) 2022 23:01:22.000. Stuck button alarm/pump error 61 (stuck key alarm) was confirmed due to corrosion on the j1/pcba 1 connector. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. A missing reservoir tube o-ring and a missing retainer were confirmed. Pump error 63 alarm variableinfo = 03) during self test was confirmed due to a broken trace on u1 keypad assembly. Stuck button alarm/pump error 61 (stuck key alarm) was confirmed due to corrosion on the j1/pcba 1 connector. During visual inspection, corrosion was found on the pcba 1, pcba2 and force sensor. Corrosion was also found on the battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.